Manufacturer narrative:
A 10010454-0006 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified from the tubing joint of the filter. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend against the 10010454-0006 product.

Event description:
The reported feedback suggests that there was a leaking was coming from where the filter connects to the IV line.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leaking was coming from where the filter connects to the IV line.